Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. No evidence was found in the event history log. Functional testing was unable to verify or duplicate the reported problem; however, error code 112 was found during power up. It was determined that the motor was the most probable cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a system fault error. The event occurred while testing, there was no patient involvement.